Event description:
On (B)(6) 2013, the reporter contacted animas alleging an unexplained loss of prime issue. It was reported that two loss of prime warnings had been received that day. The patient was advised by customer technical support to change the cartridge from a different box and to call back for further troubleshooting if the issue continued. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.